Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 335 mg/dl, 129 mg/dl, 143 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.